Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous distal - mid r-pda lesion exhibiting 80% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. No issues removing the sheath, stent was inspected post removal of the sheath, no issues. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure, the stent did not pass through a previously deployed stent. It was reported that resistance was encountered and excessive force used during delivery. The inflation device remained on neutral pressure during delivery of the device. The stent dislodged during delivery and the physician used another resolute integrity stent to jail the dislodged stent to the vessel wall.